Event description:
It was reported that during an atrial fibrillation ablation using the sphere catheter, mapping of the left atrium and scanning areas of dispersion were performed, followed by mapping of the right atrium, which was found to be more active. Numerous areas of dispersion were identified at the ostium of the superior sinus node, in the septal wall of the right atrium near the sinoatrial node, and in the right left atrial appendage. After consultation, the physicians decided to ablate the dispersions, which created large conduction blocks. A pulse at the base of the right left atrial appendage resulted in a complete block, followed by atrioventricular block at the level of the dispersions in the left atrium. At the end of the procedure, the patient exhibited av block with a narrow qrs complex, and the physicians believed recovery was possible. A pacing lead was inserted as a medical intervention to prevent permanent impairment of function. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.